Event description:
The dentist reported a screw fracture. The dentist was unable to remove the screw from the implant, therefore the implant was removed.

Manufacturer narrative:
Visual inspection of the returned implant has confirmed that a fragmented device remained stuck inside of the implant. The remaining portion of the screw has not been provided for review. The external hex of the implant has been damaged. The external threads and collar of the implant have been grossly damaged; likely from implant removal. Bone residue remained stuck to the external surface of the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined. Added event problem codes, date received by MFR. Added aware date, additional information and device evaluation boxes checked, device evaluated by MFR? Changed no to yes, added evaluation codes.